Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n476702, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was having a problem with the therapy as she could not feel stimulation when lying down, which had started 2 days prior to the date of this report. A manufacturer representative had done post-implant programming of the device on (B)(6) 2014 and had programmed the adaptive stimulation (as) to be on. The patient had reprogrammed the device on the night prior to this report, at which time the device had been working, but when the patient would lie down, she suddenly did not feel stimulation. When lying down, the device would ¿go back to the original settings that the manufacturer representative set¿ and the patient was unable to make adjustments. The patient had not experienced any recent falls or trauma. It was later reported that the patient no longer had any concerns with the device or therapy.